Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 151,180 joules and 18 min:56 sec. Of fiber use. A new fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was initially reported that during the photoselective vaporization of the prostate (pvp) procedure, to treat a 100g prostate gland, the fiber broke after 151,180 joules and 18min:56 sec. Of fiber use. It was further clarified after following up with the account that the fiber did not break but that the fiber was not delivering energy. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.